Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check electrode belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) was confirmed. Upon investigation the trunk cable connector was cracked, and the connector pins were misaligned. The connector was unable to securely connect to a monitor, resulting in the reported alarms. The root cause for the damaged connector and bent connector pins could not be positively identified but was likely excessive force. No adverse event resulted from the bent connector pins. The patient received a replacement electrode belt.